Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the e6 error was confirmed. It was determined that the unit had a damaged flex circuit, which caused the error message to display. It was concluded that the unit had likely been immersed, which is indicative of improper cleaning of the device. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was reporting an e6 error on the console. The device was being used during surgery. No patient injury reported. It is unknown if delay or medical intervention occurred. There was no additional information provided.